Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to mitral regurgitation.

Manufacturer narrative:
(B) (4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve continues to undergo extensive analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a follow up report will be submitted.